Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the device displayed the end of service (eos) message of "replace generator soon" and it is unknown if the device depleted prematurely. Surgical intervention took place where the ipg was explanted and replaced to address the issue. The new stimulator is working properly.